Event description:
The customer's mom stated that the customer was hospitalized for high blood glucose levels over 600 mg/dl. The mother stated that the customer was also suffering from a stomach virus, which could have also affected the blood glucose levels. Troubleshooting was performed and the insulin pump was programmed correctly. Unable to perform the prime or high pressure tests because the insulin pump kept giving alarms. Advised the mother to have the customer discontinue using the insulin pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.